Event description:
Info received indicates the brake was not holding at the foot end of the stretcher.

Manufacturer narrative:
The technician found the rocker arm was broken causing the foot end brake not to engage. The technician installed a brake/steer upgrade on the foot end of the stretcher to repair the stretcher.